Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2016, the lay user/patient contacted lifescan (lfs) alleging inaccurate high results on his onetouch ultra2 meter compared to his feelings/normal results and to another meter. The complaint was classified based on the customer care advocate (cca) documentation. The patient claimed that the meter started reading inaccurately between 3:30pm and 4pm on (B)(6) 2016 when he obtained an alleged inaccurately high blood glucose result of ¿113 mg/dl.¿ meter to feelings/normal readings do not meet the criteria necessary for lfs to determine an inaccuracy. The patient manages his diabetes with humulin 70/30 insulin and glipizide tablets. He reported that prior to obtaining the alleged inaccurate result, he had developed symptoms of ¿sweaty and diabetic coma.¿ he indicated that the emergency medical services (ems) was contacted and a result of ¿47 mg/dl¿ was obtained on the ems meter, within 30 minutes of the result on the subject meter. Based on statistical methodology, the calculated difference between the reported results falls outside lfs¿ accuracy criteria. The patient reported that he was treated by a healthcare professional at around 4:30pm on (B)(6) 2016, but he was unable to disclose the nature of the treatment he received. During troubleshooting, the cca noted that the patient¿s meter was set to the correct unit of measure, his test strips had been stored correctly and the test strip vial was not cracked or broken. The patient reported that he had taken samples from the same approved sample site and he described the correct testing steps. However, he did not have control solution available to test the meter and test strips and the issue remained unresolved. Replacement products were sent to the patient. This complaint is being reported because on the following conclusions: although the patient¿s reported symptoms occurred prior to obtaining the alleged inaccurate results, it cannot be ruled out with all certainty that the meter may have been reading inaccurately prior to this time resulting in the symptoms the patient reported.

Manufacturer narrative:
The lay user/patients meter and test strips have been returned and evaluated by lifescan product analysis with the following findings: the meter and test strips passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.